Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 05/03/2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.